Event description:
It is reported that: the patient has experienced intense pain, snapping, popping and locking in the knee since implantation. Patient has fallen several times in the last month due to the knee catching and cannot walk without the use of a cane. There is visible swelling around the entire knee. Patient wants to be advised if the implant was recalled and if similar issues are common.

Manufacturer narrative:
The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
It is reported that: the patient has experienced intense pain, snapping, popping and locking in the knee since implantation. Patient has fallen several times in the last month due to the knee catching and cannot walk without the use of a cane. There is visible swelling around the entire knee. Patient wants to be advised if the implant was recalled and if similar issues are common.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown triathlon right knee. Additional information has been requested and if received will be provided in a supplemental report.

Manufacturer narrative:
The following product was added to the complaint after the initial medwatch was submitted. Cat. No.: 5520-b-200, triathlon prim cem fxd bplt #2, lot code: st76h. Cat. No.: 5510-f-202, triathlon cr fem comp #2 r-cem, lot code: s6amb. The patient is (B)(6) in height. An event regarding pain, snapping, popping, locking in the knee involving a triathlon insert was reported. The event was not confirmed. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined based on the limited information provided. Further information such as device return, pre- and post-operative x-rays, primary and revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause.

Event description:
Additional information: patient advised she had a revision on (B)(6) 2014.